Manufacturer narrative:
The device history record (DHR) review concluded that no abnormal process conditions were present during the manufacturing of this product that would lead to the reported condition. Samples were returned for analysis at the manufacturing facility; cracked rims were observed as reported. There was no consistency of the cavity number or side of the container where the cracked rim was observed. The damage most likely occurred during shipping and handling of the product by a distribution center. The customer reported on a previous complaint that items were received in a repacked box which is not indicative of the manufacturing process. Based on the investigation results, the reported condition¿s risk to patient/user and trending, no further actions are deemed necessary at this time. The issue will be monitored through routine complaint trend analysis and reviewed by a corrective/preventative action (CAPA) review board (crb) as necessary to determine if a CAPA requirement is necessary.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the sharps container was received with the lip that the lid locks into broken off. There was no damage to the shipping box.